Event description:
During the periodic review of the programming history database, a high impedance event was identified. The device was disabled when the high impedance event was identified. The patient had previously shown good diagnostic results on system diagnostics. No further relevant information has been received to date.